Event description:
During evaluation of a returned homechoice device, a high drain 105 (night drain #5) alarm was identified in the log. This alarm indicates that the patient drained greater than or equal to 200% of the maximum prescribed cycle fill volume. The alarm occurred on (B)(6) 2014 at 08:31:54. No additional information is available.

Manufacturer narrative:
(B)(4). The device has been received and the evaluation is complete. The increased intra-peritoneal volume (iipv) event was identified during review of the event history log. The cause was undetermined. Should additional relevant information become available, a supplemental report will be submitted.